Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) of over 479mg/dl with nausea. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The loss of prime occurred three or more times. This report is being made due to the prime issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/02/2015 with the following findings: multiple loss of prime warnings eaw 162 observed in the blackbox with low non zero and zero force. The pump was exercised for 24 hrs with no loss of prime duplicated. A force calibration test passed at 213. Investigators opened pump and no evidence of physical damage on force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.